Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a blank display. She stated that her daughter was at a friend's house and was trying to change the pump's battery but then notice that the battery was not screwed on correctly. She tried to insert a new battery but still had no power. The customer's blood glucose was unknown. During blank display troubleshooting, the display did not return. She was advised to leave the battery out of the pump for two hours and to call back if the pump's screen was still blank. The customer is calling back after pump rest. The display is still blank. It was advised that insulin pump would need to be replaced. The pump will be returning for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Unit received with blank display due to moisture damage at electronic assembly and motor assembly. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.